Event description:
Additional information received indicates that only one lead that had high impedances was explanted and replaced. The other lead was left implanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Patient weight is estimated. Date of event is estimated.

Event description:
Related manufacturer reference number; 3006705815-2023-00346. It was reported that the patient's ipg has reached end of life. It is unknown if this occurred prematurely. Additionally, one of the leads had high impedances. As a result, surgical intervention took place wherein the entire system was explanted and replaced with a new system to address the issue. Reportedly, therapy was confirmed post op.